Manufacturer narrative:
Updated fields: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Logs showed errors indicating a pot to encoder fault on the universal surgical manipulator (usm) yaw axis, confirming the fault occurred in the field. The usm was analyzed and found to fail check sensor on the yaw axis when installed on a test fixture. The yaw searchlight printed circuit assembly (pca) was tested and confirmed to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The usm #4 was replaced to address the errors causing the system to be down. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer encountered repeated recoverable faults on universal surgical manipulator (usm) 4 after docking. The system logs showed errors pointing to usm #4. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer power-cycled the system, but the errors persisted. The customer performed a hard reboot and the system powered up successfully; however, usm #4 faulted again after a few minutes. The surgeon needed all four arms for the procedure. As a result, the surgeon elected to abort the procedure. At that time, the patient was already under anesthesia and ports had been placed. Isi followed up with the initial reporter to obtain additional information regarding the reported event. The initial reporter explained that the patient's prostate surgery was deep in the pelvis and having the 4th arm was important for retraction/exposure. The surgeon took the patient back to the operating room (or) the next day to repeat the procedure. There is an ongoing, unspecified complication related to this case. The surgeon could not share the patient details at this time. The surgeon though it was certainly possible that putting the patient through a second surgery contributed to this issue.